Event description:
According to the reporter, on the day of the event, following the completion of hemodialysis, the nurse disconnected the dialysis catheter from the extracorporeal circuit. During the disconnection, the nipple of the extracorporeal circuit fractured within the arterial end of the catheter. The nurse retrieved the fractured segment using a syringe, performed catheter care, and informed the patient of necessary precautions. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.